Event description:
A report was received that the would undergo a pocket revision due to difficulty charging and pain at the pocket site.

Event description:
A report was received that the would undergo a pocket revision due to difficulty charging and pain at the pocket site.

Manufacturer narrative:
Additional information received indicated that the patient elected to be explanted and not revised. The ipg was explanted but the leads remained implanted in the patient. The complaint of difficulty charging was not confirmed. Charge profile revealed short charge times and erratic coupling/poor alignment of the charger to the ipg. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate within the expected range. The device exhibited normal charging and discharging characteristics.